Manufacturer narrative:
Corrected information is provided in section e.1. Additional information is provided in sections h.6 and h.11. Specific product identifier (serial number) was not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information obtained, the root cause of the reported event is inconclusive. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. Patient/event specific mdrs will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A retrospective post market clinical follow up study revealed that multiple patients experienced pain, burns, inflammation, loss of best corrected visual acuity (bcva), loss of visual field, decreased intraocular pressure and electric shock to healthcare professionals while using an ophthalmic laser indirect ophthalmoscope. Procedure and patient details have not been provided. Follow up to determine subject/event specifics will be performed. This report pertains to ophthalmic laser indirect ophthalmoscope involved for this reported event.